Event description:
Boston scientific crm received info that a technical service consultant was contacted regarding this pt's death, which occurred in 2009. The pt's daughter requested info regarding this device advisory, and stated the device depleted more rapidly than expected. In addition, a return product kit was requested by the daughter. There was no reported allegation against this device or involvement with this pt's death from the physician.

Manufacturer narrative:
A technical service consultant provided info regarding the crystal timing component failure mode 2 advisory, and suggested further discussion with the pt's physician. A return kit box was sent to the pt's daughter. It is unk whether the device will be returned for analysis or whether the device was involved with this pt's death. Should additional info become available, this event will be updated.